Event description:
It was reported that a minimum fill notification occurred while the cartridge still had 80 units of insulin. Customer reloaded the cartridge and successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.